Event description:
During a procedure performed on (B)(6), 2018, the surgeon was prepping the pedicle for screw insertion when the tip of the tap, awl-in-one, perc 5.5 mm broke. All broken pieces were removed from the patient and the procedure was completed successfully with no further issue. There was a little over and hour delay to the procedure as a result of the broken instrument. It was noted that the patient had hard bone.

Manufacturer narrative:
Device evaluation - the proximal shaft was returned for the investigation however none of the broken distal tip was returned. Images of the fracture surface can be found in the attachments tab. A visual inspection of the proximal shaft was performed. Normal wear and tear associated with multiple uses was noted on the shaft of the instrument. The fracture point origination could not be determined without the missing distal tip. Condition of the distal tip prior to fracture is unknown. The DHR for this lot was reviewed. The instrument was within specification. A hardness test was performed and the values averaged 46.3 rc which is above the 43min called out on the print. Review of device history records found ten (10) pieces of lot 11384fr were released for distribution on 10/1/2016 with no deviation or anomalies. Two-year complaint history review found this to be the first report of any nature for this part number. The sales rep indicated that the patient had "hard bone" which may indicate an unusually high torque load associated with the tap insertion. Without the distal portion of the shaft to examine, the root cause of the fracture could not be determined. As such, no corrective action should be taken at this time.

Manufacturer narrative:
Patient information - unknown.occupation - other; sales representative.evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
During a procedure performed on (B)(6) 2018, the surgeon was prepping the pedicle for screw insertion when the tip of the tap, awl-in-one, perc 5.5 mm broke. All broken pieces were removed from the patient and the procedure was completed successfully with no further issue. There was a little over and hour delay to the procedure as a result of the broken instrument. It was noted that the patient had hard bone.